Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there may have been telemetry issues with the patient's implantable cardioverter defibrillator (ICD). Follow-up with the patient's clinic could neither confirm nor deny the telemetry allegation. The device remains in use. No patient complications have been reported as a result of this event.